Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01877, 0001822565-2017-01878.

Event description:
Patient¿s legal counsel reported revised approximately 6 months post implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: 00631006036 62088633 liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 60 mm o.d. Shell, 00620206022 61722149 shell porous with cluster holes 60 mm, unknown screw, unknown screw, 2845 2381405 alloclassic sl sz 5 12/14. Complaint sample was evaluated and the reported event was not confirmed. A versys femoral head, trilogy acetabular liner, trabecular metal actabular shell, and two unknown bone screws were returned for evaluation. The devices were returned assembled. After the devices were disassembled, damage is seen on the shell and liner. The femoral head and the acetabular shell contain bio debris. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.